Manufacturer narrative:
Section a1: patient identifier: complete sample ID is (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed an incorrect patient name displayed on the alinity ci-series system control for one donor. When sample ID: (B)(6) (patient name: (B)(6) was loaded onto the system, the patient¿s name displayed as (B)(6) (incorrect) instead of (B)(6) (correct). The customer stated the patient¿s name in the laboratory information system (lis) was accurate. There was no impact to donor management reported.

Manufacturer narrative:
Section d10 - concomitant product: alinity system software v3.5.1 was added as concomitant product. The complaint investigation included a search for similar complaints, ticket trending review, and labeling review. Return testing was not completed as returns were not available. The system logs and database were not provided. Technical product development (tpd) evaluated/ scanned the barcode label attached to the complaint and retrieved only the order no. Sid (B)(6) . Reviewing the historical data in abbottlink (lis communication log) by the tpd indicated that the barcode contains only the order no. Sid (B)(6) and does not include the patient's name. Patient names in logs are obscured for security and privacy reasons, preventing any determination of how the name was recorded in the system. Consequently, there isn't enough information available to evaluate the issue further. A review of tracking and trending for the alinity system software did not identify an increase in complaint activity related to the complaint issue. The device history record was reviewed and also did not identify any non-conformances or potential non-conformances related to the current complaint. Lastly, labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency was identified with the alinity ci-series system control module, serial number (B)(6), or the alinity system software v3.5.1.

Event description:
The customer observed an incorrect patient name displayed on the alinity ci-series system control for one donor. When sample ID (B)(6) (patient name (B)(6)) was loaded onto the system, the patient¿s name displayed as (B)(6) (incorrect) instead of (B)(6) (correct). The customer stated the patient¿s name in the laboratory information system (lis) was accurate. There was no impact to donor management reported.